Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason. Additional information was received that the patient explanted ipg were released by the facility for return. No further information could be obtained despite good faith efforts.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason.